Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having high and low blood glucose levels. The customer's unomedical insulin infusion set had occlusions in the form of air bubbles. The customer's blood glucose level was 300 mg/dl at the time of the report. Standard troubleshooting was unable to be completed. The product is not being returned. Nothing further was reported.